Manufacturer narrative:
.

Event description:
Procedure type: bilateral inguenal hernia repair. According to the reporter, the dissection balloon came apart from the cannula during the surgery. The unit was removed from the patient and the procedure continued not using the device. The operating time and incision were not extended as a result. No patient injury was reported and current condition is well. Patient is male.